Event description:
Information was received indicating that a smiths medical cadd solis vip pump won't turn on. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device was not able to power up with batteries. The fault was traced to corrosion inside the battery compartment. This issue was determined to be user induced as batteries are not supposed to be stored in the device for periods of time that would lead to battery acid corrosion. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.